Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed/ replicated the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure. An additional observation not reported by the site was also identified. The tenaculum forceps instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.101¿ - 0.200¿ in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. A review of the instrument log for the tenaculum forceps (470207-10/n10190410 0053) associated with this event has been performed. Per logs, the tenaculum forceps instrument was last used in a procedure on (B)(6) 2021 via system (B)(4). The alleged instrument had 5 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2021 on system (B)(4). No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: a tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to a da vinci-assisted benign hysterectomy surgical procedure, the 8mm tenaculum forceps instrument had a broken cable. There was no patient involvement and the procedure was completed. The tenaculum forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 25-apr-2022: there was no patient involvement. The issue occurred prior to start of the procedure and the procedure was continued with back up instruments.